Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Additional information was received which confirmed the elevator wire was broken at the end of a therapeutic stent removal procedure. There was no delay to the procedure. The procedure was completed using the same device. The device was inspected prior to use. Additionally, it was reported that the device was unable to be reprocessed due to the damaged elevator wire. The initial medwatch reported the returned device found the forceps elevator had foreign material in it during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to appear. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The elevator forceps elevator was completely cut off at the distal end. There were scratches noted throughout the device. The bending section rubber and the right/left were dirty and the image guide protector had a cut. The bending angle in the up/down/left/right direction, the play of the up/down and the play of the right/left knob were out of standard value due to wear of the angle wire. It was also noted that the forceps did not rise up at all due a cut on the elevator wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
It was reported to olympus, that the duodenovideoscope scope elevator wire was broken. Upon evaluation and testing of the device it was noted that the forceps elevator had foreign material in it. The material was yellowish/brown in color but its identity was unknown. The issue was attributed to insufficient cleaning. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation